Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: was the staple line interrupted? It was not interrupted, but when removing the stapler the staple line opened. There were staples not present/visible on any portion of the staple line? The stapler were visible, however, they were malformed. What was the appearance of the deployed staples (b-formation, irregular, legs straight)? Most of the staples were not in b-formation and they were presenting irregular- legs with legs straight.

Event description:
It was reported that during a bariatric sleeve by laparoscopy procedure, the staple line opened in the stomach. It was necessary to correct the event with suture (endosuture). There were no adverse consequences for the patient.